Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The device is not available due to the ongoing litigation. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "on (B)(6), 2007, the pt underwent a right total knee replacement at sutter general hospital." It was further alleged that, "due to loosening of the components, the pt was required to undergo a right knee revision surgery in (B)(6) 2007."